Event description:
Report 2 of 3, it was reported while using bd vacutainer® multiple sample luer adapter, leakage was seen with an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received four photos for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. Based on a review of the device history record for the incident lot numbers 4243640 and 4275463, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, an unknown lot number was reported for this complaint; therefore, a review of the device history record could not be conducted as bd was unable to determine the specific lot number. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 3. It was reported while using bd vacutainer® multiple sample luer adapter, leakage was seen with an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.